Event description:
It was reported that the customer was hospitalized for dka. The nurse stated that the cause of the event was due to leakage. It was not specified where the leakage occurred. In addition, the md requested for the customer to be trained on the new model pump. No further details.